Event description:
It was reported that the vns patient was scheduled for an explantation surgery due to an infection in the subcutaneous pocket above the generator site. It was determined, during surgery, that the device was not itself infected and the infection was only in the subcutaneous pocket above the generator, therefore, the device was not explanted. Antibiotics were administered and the aforementioned exploratory surgery was performed to help resolve the infection event. There was no known patient manipulation or trauma to the site that may have contributed to the reported event.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.